Event description:
The pt reported experiencing occluded infusion sets and elevated blood glucose of up to 320 mg/dl in 2009 and the next day. The pt changed the infusion set and bolused through the infusion set and blood glucose decreased. The pt then bolused through a syringe and blood glucose levels returned to normal range of 80-120 mg/dl. The pt changes the infusion site every 2 days and the infusion tubing every 5 days. The insulin cartridge is changed every 5 days and is reused 2-3 times. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.